Event description:
The report states: pt scheduled for a left lower extremity angiogram in the interventional radiology suite. The physician had inserted an angio sheath and the left lower angiogram was started. During the procedure, the fluoroscopy equipment had a power failure. The system was rebooted without success. Physician was unable to obtain measuring films due to the mechanical failure. Stat request for portable c-arm was placed. All c-arms in use, 20-30 minute delay in the procedure until a c-arm became available. Guide wire was removed, but the sheath was left in place, procedure resumed upon arrival of portable c-arm, unfortunately the artery had occluded and the pt was clinically ischemic. Pt taken emergently to the or. Pt recovered from surgery without adverse outcome. Philips fluoroscopy equipment involved model # 9896000047562. This same unit has been under going repairs for several months by philips in attempt to identify power interruption problems and sources.

Manufacturer narrative:
Conclusions - the outside line power source into the x-ray system is not consistent. The intermittent power failures of the x-ray system were caused by this power source/power line. The site had an independent power report which stated that a generator filter and a uninterruptible power supply (ups) should be installed. The site installed the filter but not the ups.